Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was malfunctioning and would stop and was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that their was a stuck motor. The event occurred before surgery. Investigation showed the motor was malfunctioning and would stop. No adverse event was reported as a result of this malfunction.